Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dual lumen peripheral inserted central catheter (PICC). The customer reported that the catheter was leaking just below the butterfly where the catheter is joined. Alcohol and betadine were used to clean the area and it was completely dried prior to insertion. The catheter was not difficult to handle nor was it difficult to secure. It was inserted on (B)(6) 2012 and was secured by steri-strip and tegaderm. The line was flushed continuously. Alcohol was used ot clean the hub and it was allowed to dry completely. The PICC was removed on (B)(6) 2013 and was replaced with a peripheral intravenous line (piv). The customer further reports that the patient is stable.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.